Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. (B)(4). The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a patient with corneal haze of the left eye in a temporal arc three months post photorefractive keratectomy; the vision was reportedly not affected by the haze. The patient reported a foreign body sensation; the patient is instructed to increase artificial tears to alleviate the foreign body sensation.

Manufacturer narrative:
The system history shows no abnormalities that could have contributed to this event. The review shows that the laser was successfully verified prior and after the date of treatment. The root cause cannot be determined conclusively. (B)(4).